Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at an electrode incision. The patient was prescribed a seven-day course of oral antibiotics. No additional adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received. Boston scientific received the model/serial number for the electrode and discovered this patient had been hospitalized for two days in september due to a pocket infection that was treated with a course of antibiotics. The infection at the electrode incision was a new observation that occurred one month later. The most recent information provided by the clinical study notes the issue is ongoing. A supplemental report will be submitted if additional information is received.